Event description:
It was reported that this device could not be interrogated. Recently, the patient was in a car accident. Afterwards, at a chiropractor visit, the patient felt two shocks when a tens unit was used. The patient went to the emergency room where the device could not be interrogated. The patient stated the latitude communicator at home also could not interrogate the device. Technical services referred the patient to the doctor's office. There were no additional adverse patient effects. The system remains implanted.